Event description:
The manufacturer received information regarding a dreamstation 2 device. There is an allegation from a user that the device is spewing black particles through the mask and has a mettalic and oil smell coming from the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.